Event description:
It was reported that impedances were measured to be greater than 40,000 ohms. Only electrode 10 was noted for high impedance, and the patient's device was not programmed with that electrode. The patient had an MRI the day prior to report, but the reporter was not sure when high impedances began. The patient had no pain or issues during the MRI procedure. The patient's physician changed to doing a CT scan instead of another MRI due to the open circuit. It was reported the patient did not have any symptoms related to his device. The device was turned off. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2009, product type lead; product ID 37752, serial# (B)(4), product type recharger; product ID 37743, serial# (B)(4), product type programmer, patient. (B)(4).